Event description:
The surgeon implanted the micl13.2 implantable collamer lens on (B)(6) 2011 and of recent the patient started to complain about glare. The surgeon discovered the lens was slightly decentered and too short for the eye. The lens was removed and replaced with a micl13.7 to prevent a possible cataract. The reporter stated the incident was the result of mis-sizing during the initial surgery.

Manufacturer narrative:
(B)(4): evaluation results:visual inspection of the returned lens showed the lens was returned in liquid and there was no visible damage observed. (B)(4).

Manufacturer narrative:
A copy of the operative report was provided by the customer and forwarded to the medical liaison for review. Method - medical review. Results - review of this file indicates that the icl implanted was too short and upon examination was found to be decentered thus creating glare. The icl was exchanged for a longer length which resolved the problem. It has been determined that this complication is related to inaccurate white to white measurement or secondary to a mismatch between white to white and the sulcus diameter. Staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. (B)(4).